Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a nurse from the USA of made mistake/ touch contamination and peritonitis in a patient coincident with dianeal pd4 ambuflex therapy for peritoneal dialysis (pd). During a call with baxter customer service, the following information was reported. On (B)(6) 2011, the patient experienced peritonitis. On (B)(6) 2011, the patient was hospitalized for the event of peritonitis. The patient was treated with unspecified antibiotics. On (B)(6) 2011, the patient was discharged and was recovering from the event of peritonitis. Outcome for the event of made mistake/touch contamination was not reported. Dianeal therapy was ongoing. The nurse stated that the event of peritonitis with culture positive for (B)(6) was unrelated to dianeal therapy. The nurse did not comment on causality for the event of made mistake/touch contamination.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 2 of 2 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers gd884445, gd883942 and gd882647 and no exceptions were observed that were related to the reported condition. The cause of the peritonitis was use error-poor aseptic technique. The label review found the labeling adequate for the use error in this complaint. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.